Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net which revealed that the right atrial lead exhibited high capture thresholds and multiple auto mode switch episodes which was suspected to possibly be noise or electrical interference. No patient symptoms or additional information was reported.